Event description:
The customer reports unit does not operate on ac power. Due to a no power condition. If a loss of power occurs during use it could cause the unit to shut down. Patient involvement unknown.